Manufacturer narrative:
Additional information provided in b.5. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received with returned sample box. The issue reported "faulty lens (haptic not coming out properly)¿.

Event description:
Additional information has been requested and received the procedure was completed with a backup lens with no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) surgery, the optic of the lens did not open properly. Additional information has been requested.